Manufacturer narrative:
The device was returned to the manufacturer for investigation and the customer statement was not confirmed. No material was found after a complete disassembly. It is possible that the material, the customer noted has removed itself before engineering receiving the device.

Event description:
It was reported that the collet had material described as bone inside of it that could not be removed. This was found during the cleaning process. There were no adverse consequences related to this event.